Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Error code e216 was confirmed. Based on the results of the investigation, it is possible that the event was due to water or humidity having entered the subject device and damaged the printed circuited board¿s connector. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, error code e216 appeared on the bronchovideoscope due to a corroded plug unit. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.